Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 298 mg/dl and 150 mg/dl.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test the returned device because the test strips had expired prior to being received by the manufacturer. The last retention testing performed prior to the expiration of this lot was acceptable.